Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and salpingitis ("fallopian tube-left / right : mild chronic inflammation") in a female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast infection in (B)(6) 2006, bacterial vaginosis, genital herpes in 1996, endometritis in 2007, caesarean section, spontaneous abortion (at 26 ½ weeks.) And anxiety attack. Previously administered products included for depression: remeron. Concurrent conditions included endomyometritis, dysfunctional uterine bleeding and pelvic adhesions. Concomitant products included cefalexin (keflex), clindamycin hydrochloride (cleocin), ibuprofen and percocet-5. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder disorder ("bladder or urinary problems /changes"), urinary tract disorder ("bladder or urinary problems /changes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salbilateral salpingectomy,bilateral partial salpingectomy/ right ovarian cystectomy. Fulguration en) and surgery (salbilateral salpingectomy,bilateral partial salpingectomy/ right ovarian cystectomy. Fulguration en). Essure was removed on 25-feb-2009. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder and vaginal discharge outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, salpingitis, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2008 diagnostic results: (B)(6) 2009: surgical pathology report. Soft tissue left pelvic wall: organizing fat necrosis. Soft tissue right pelvic wall: organizing fat necrosis with chronic inflammation and fibrosis. Fallopian tube, left: mild chronic inflammation. Silver metal coil with attached wire. Fallopian tube right: mild chronic inflammation. Silver metal coil with attached wire. Gross: occlusive device left and proximal tube. Right proximal tube and occlusive device ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: salpngitis. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet & medical record received. Events menorrhagia, bladder & urinary disorder, vaginal discharge, salpingitis are added. Lot number added. Lab data updated. Concomitant & historical drug & conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("fallopian tube-left / right : mild chronic inflammation") and pelvic pain ("pelvic pain/ pain") in an adult female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted,: no". The patient's medical history included yeast infection in (B)(6) 2006, bacterial vaginosis, genital herpes in 1996, endometritis in 2007, caesarean section, spontaneous abortion (at 26 ½ weeks.) And anxiety attack. Previously administered products included for depression: remeron. Concurrent conditions included endomyometritis, dysfunctional uterine bleeding, pelvic adhesions and bladder disorder. Concomitant products included acetylsalicylic acid;oxycodone hydrochloride;oxycodone terephthalate (percocet-5), cefalexin (keflex), clindamycin hydrochloride (cleocin) and ibuprofen. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("painful menstrual cycle/ dysmenorrhoea"), dyspareunia ("painful intercourse/ dyspareunia/ painful sex"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia"), bladder disorder ("bladder or urinary problems /changes/ bladder issues") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), urinary tract disorder ("bladder or urinary problems /changes") and abdominal pain lower ("cramp"). The patient was treated with opioids and surgery (bilateral partial salpingectomy/ right ovarian cystectomy. Fulguration en and salbilateral salpingectomy,bilateral partial salpingectomy/ right ovarian cystectomy. Fulguration en). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, vaginal discharge and abdominal pain lower had resolved, the dysmenorrhoea, vaginal haemorrhage, menorrhagia and urinary tract disorder outcome was unknown and the bladder disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, salpingitis, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2008 diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2009: soft tissue left pelvic wall: organizing fat necrosis. Soft tissue right pelvic wall: organizing fat necrosis with chronic inflammation and fibrosis. Fallopian tube, left: mild chronic inflammation. Silver metal coil with attached wire. Fallopian tube right: mild chronic inflammation. Silver metal coil with attached wire. Gross: occlusive device left and proximal tube. Right proximal tube and occlusive device. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: salpngitis" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-nov-2018: pfs received. Event:did not have confirmation test performed following insertion of essure micro-inserts nos were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and salpingitis ("fallopian tube-left / right : mild chronic inflammation") in an adult female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast infection in (B)(6) 2006, bacterial vaginosis, genital herpes in 1996, endometritis in 2007, caesarean section, spontaneous abortion (at 26 ½ weeks.) And anxiety attack. Previously administered products included for depression: remeron. Concurrent conditions included endomyometritis, dysfunctional uterine bleeding, pelvic adhesions and bladder disorder. Concomitant products included cefalexin (keflex), clindamycin hydrochloride (cleocin), ibuprofen and percocet-5. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("painful menstrual cycle/ dysmenorrhoea"), dyspareunia ("painful intercourse/ dyspareunia/ painful sex"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia"), bladder disorder ("bladder or urinary problems /changes/ bladder issues") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), urinary tract disorder ("bladder or urinary problems /changes") and abdominal pain lower ("cramp"). The patient was treated with opioids, surgery (bilateral partial salpingectomy/ right ovarian cystectomy. Fulguration en) and surgery (salbilateral salpingectomy,bilateral partial salpingectomy/ right ovarian cystectomy. Fulguration en). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, vaginal discharge and abdominal pain lower had resolved, the dysmenorrhoea, vaginal haemorrhage, menorrhagia and urinary tract disorder outcome was unknown and the bladder disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, salpingitis, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2008 & (B)(6) 2009. Diagnostic results: (B)(6) 2009: surgical pathology report soft tissue left pelvic wall: organizing fat necrosis. Soft tissue right pelvic wall: organizing fat necrosis with chronic inflammation and fibrosis. Fallopian tube, left: mild chronic inflammation. Silver metal coil with attached wire. Fallopian tube right: mild chronic inflammation. Silver metal coil with attached wire. Gross: occlusive device left and proximal tube. Right proximal tube and occlusive device ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: salpngitis" quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: 7-aug-2018: quality-safety evaluation of ptc update incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and salpingitis ("fallopian tube-left / right : mild chronic inflammation") in an adult female patient who had essure (batch no. 626220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included yeast infection in (B)(6) 2006, bacterial vaginosis, genital herpes in 1996, endometritis in 2007, caesarean section, spontaneous abortion (at 26 ½ weeks.) And anxiety attack. Previously administered products included for depression: remeron. Concurrent conditions included endomyometritis, dysfunctional uterine bleeding, pelvic adhesions and bladder disorder. Concomitant products included cefalexin (keflex), clindamycin hydrochloride (cleocin), ibuprofen and percocet-5. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced dysmenorrhoea ("painful menstrual cycle/ dysmenorrhoea"), dyspareunia ("painful intercourse/ dyspareunia/ painful sex"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/ menorrhagia"), bladder disorder ("bladder or urinary problems /changes/ bladder issues") and vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding"), urinary tract disorder ("bladder or urinary problems /changes") and abdominal pain lower ("cramp"). The patient was treated with opioids, surgery (bilateral partial salpingectomy/ right ovarian cystectomy. Fulguration en). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, vaginal discharge and abdominal pain lower had resolved, the dysmenorrhoea, vaginal haemorrhage, menorrhagia and urinary tract disorder outcome was unknown and the bladder disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, salpingitis, urinary tract disorder, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discripancy noted in essure insertion date: (B)(6) 2008 & (B)(6) 2008. Diagnostic results: (B)(6) 2009: surgical pathology report soft tissue left pelvic wall: organizing fat necrosis. Soft tissue right pelvic wall: organizing fat necrosis with chronic inflammation and fibrosis. Fallopian tube, left: mild chronic inflammation. Silver metal coil with attached wire. Fallopian tube right: mild chronic inflammation. Silver metal coil with attached wire. Gross: occlusive device left and proximal tube. Right proximal tube and occlusive device. "Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: salpngitis." Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event added: cramp. Outcome of following events were updated from unknown to recovered/resolved: cramp, pain, vaginal discharge, painful sex and bladder issues from unknown to not recovered / not resolved. Treatment drug was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (salpingectomy to remove the essure). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.